Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm, the backlight button was making high pitch noise and the chunk of the insulin pump was missing near the reservoir. The customer stated the insulin pump had received a motor error in the past but they were able to clear the alarm and were able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.